Manufacturer narrative:
Other applicable components are: product ID: 3776-60, serial#: (B)(4), product type: lead.

Event description:
It was reported that there was a short in the patient's lead which caused the lack of coverage. The patient reported shocking pain from one of the leads. Adjustments were made turning the lead off and now the patient doesn't get coverage where needed. The issue has not been resolved. No further information was reported.